Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product status was incorrectly registered as active to the patient. The serial number was corrected. The product was attempted not used. It was further reported that the right atrial (ra) lead was unable to be placed as there was poor sensing and the lead dislodged. It was also noted it was hard to find a stable place in the atrium. The lead was attempted not used and pin plug was placed into the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.